Manufacturer narrative:
Complaint confirmed, one leg of the staple was found to be broken. Likely causes of the event include improper bone/joint prep, patient non-compliance and/ or non-union of the bones.

Event description:
It was reported that the clamp broke postoperative. Updated information 10-feb-2020: it was further reported that the clamp most likely broke during the processing after the surgery. Updated information 07-apr-2020: further information was provided that the article broke inside the patient. Therefore an additional surgery needed to be performed. It was further reported that the initial surgery was a tn-fusion and it was performed on (B)(6) 2019. The revision was performed on (B)(6) 2020. The surgery was finished successfully with a new device with the same part number. In addition a screw was used.

Manufacturer narrative:
This supplemental submission is to correct the patient identifier in section a1 in the original submission. The typo error in section a1 of 1220246-2020-01809 showed an identifier of 379134-1-2 but should have been 37934-1-2. This is only reason for this supplemental submission.